Manufacturer narrative:
While deploying the mynxgrip vascular closure device (vcd), the white internal stylet was very difficult to remove from the patient. There was no patient injury. The mynx was deployed and manual pressure was also use to complete hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The balloon was prepped with one hundred percent saline. The deployer was not pinching/pinning the balloon with the advancer tube. The balloon was not inverted. The balloon fully deflated. The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The white internal stylet was very difficult to remove from the patient. The balloon was removed from the patient through the tube. There was no damage noted to the balloon after it was removed from the patient. The non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was not returned for investigation. However, 7 sterile mynxgrip vascular closure devices 6f/7f from the same lot were returned for evaluation. Per visual analysis, the devices were turned in their original packaging, but not in a control temperature condition. All the components were in their original places as received. No damages/anomalies were observed during the analysis. Per functional analysis, inflation/deflation testing was performed to verify balloon functionality. During the evaluation, it was observed that the balloon was inflated and fully deflated with proper functioning of the inflation indicator for all 3 samples. A simulated deployment test was conducted, and the devices were able to be advanced and withdrawn through the advancer tube without issue. The returned device performed as intended per the mynxgrip instructions for use (IFU). A product history record (phr) review of lot f2108502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon retraction jam - inside the vessel¿ could not be confirmed as the product was not returned for analysis. The sterile returned devices preformed as expected per the IFU. The exact cause of the reported event could not be conclusively determined. Procedural factors may have contributed to the reported event. According to the instructions for use, which is not intended as a mitigation of risk, users are instructed to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. If the balloon is not completely deflated prior to being pulled through the advancer tube, air/liquid could be trapped inside the balloon or the balloon distal tip could be inverted, resulting in a balloon retraction jam. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.

Event description:
While deploying the mynx grip vascular closure device (vcd), the white internal stylet was very difficult to remove from the patient. There was no patient injury. The mynx was deployed and manual pressure was also use to complete hemostasis. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. The balloon was prepped with hundred percent saline. The deployer was not pinching/ pinning the balloon with the advancer tube. The balloon was not inverted. The balloon fully deflated. The procedure use a retrograde approach. Femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The white internal stylet was very difficult to remove from the patient. The balloon was removed from the patient through the tube. There was no damage noted to the balloon after it was removed from the patient. The device will be returned for analysis.

Manufacturer narrative:
Device history record (DHR) review was conducted, and the product met quality requirements for product acceptance. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
This device was received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.